Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was treated with an unspecified antibiotic (intraperitoneal, ongoing) for the event. The patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.